Manufacturer narrative:
Date sent: 06/07/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure, the tissue pad came off during use. Another device was used to complete the case. There was no adverse consequence to the pt.